Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient's medical assistant stated that the patient received erroneous results when testing with coaguchek xs meter serial number (B)(4). At 2:13 p.m., a sample from the patient was tested in the laboratory using the recobo plaseine method on an ecl instrument, resulting with a value of 1.94 inr. At 5:16 p.m., a sample from the patient was tested on the meter, resulting with a value of 3.2 inr. On (B)(6) 2018, the patient measured a sample on the meter, resulting as 3.1 inr. Within 7 hours, a sample from the patient was tested in the laboratory using the dade innovin method, resulting as 1.7 inr. No adverse events were alleged to have occurred with the patient. No treatment was provided to the patient and the patient's medication was not changed based on the meter measurement from (B)(6) 2018. The patient's current condition is fine. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly. The patient does not have hematocrit issues and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's coumadin dose has not been changed. The patient is not taking any new medications, has had no changes in diet, and has had no additional illnesses. The patient does not have symptoms of bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The patient¿s meter was returned for investigation. The returned meter was measured with master lot strips. Testing results: qc 1: 2.3 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.0 %. No information was provided in the complaint case that would point to a cause for the result discrepancy. The results alleged by the customer were not observed in the meter¿s patient result memory.